Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the reported event occurred. The philips remote service engineer (rse) connected with the customer and confirmed that the system was not booting up. To resolve the issue, the fse supported the customer remotely and made the customer to reset the mains power mccb and switch it on again. After this the reported issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.